Manufacturer narrative:
A ge service rep performed an onsite investigation. The iris collimator was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited 'collimator iris potentiometer errors' during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.